Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s touchscreen was cracked and became nonresponsive after the user bumped it against an object, while blood glucose control remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no functional impact on therapy delivery as reported by the user. Investigation included collection of use history and troubleshooting by customer care. Investigation of this device revealed physical damage to the display assembly consistent with external impact, with loss of touch responsiveness but no reported alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to user handling/accidental impact.